Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforation/migration/errant positioning of essure devices') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, ovarian cyst, vulvovaginal candida, cesarean section, urinary tract infection, pulmonary embolism and gestational diabetes. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device expulsion ("essure micro insert on right side expelled"), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). At the time of the report, the uterine perforation, device expulsion, pelvic pain, genital haemorrhage, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, cystitis, device expulsion, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: no. Of coils: both tubal ostia were visualized and essure device was then inserted in both tubal ostia with 3 nickel coils seen afterwards concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion,essure perforation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: mr received. Reporter information, patient details , other relevant history, auto-narrative supplement, event: "essure perforation", "essure micro insert on right side expelled" added. Event: "migration/errant positioning of essure devices" clubbed to " essure perforation" . Rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforation/migration/errant positioning of essure devices') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, ovarian cyst, vulvovaginal candida, cesarean section, urinary tract infection, pulmonary embolism and gestational diabetes. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device expulsion ("essure micro insert on right side expelled"), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). At the time of the report, the uterine perforation, device expulsion, pelvic pain, genital haemorrhage, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, cystitis, device expulsion, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: no. Of coils: both tubal ostia were visualized and essure device was then inserted in both tubal ostia with 3 nickel coils seen afterwards. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion,essure perforation, , pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event injury was updated and new events: pelvic pain, abnormal bleeding, psych injury, device dislocation, bladder infection, uti, vaginal infection, vaginal discharge, bladder problems and urinary problems were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.